Event description:
It was reported that the customer was hosptialized for dka. The customer stated the entire set was changed out a day before the event. After the set change, the customer received an alarm and changed out the set again. The programming and histories were accurate. Troubleshooting was done and the pump passed the functional tests. The customer was educated on insertion sites and the two hbg rule.